Event description:
The customer reported that the device failed to open while applied to tissue during a procedure. There was no pt injury reported. No further info regarding this incident was available from the site.

Manufacturer narrative:
(B)(4). One used device was received at covidien for eval. Although dried tissue was observed in and around the jaws of the device, it was not excessive. The jaws of the device were not stuck shut. The handle was latched and unlatched multiple times with no problem. The device was activated on simulated tissue without difficulty and no sticking was observed. Covidien could not confirm the customer's report.